Event description:
A patient was placed in a patient warmer in the neonate intensive care unit (nicu). An x-ray was needed during the insertion of a peripherally inserted central catheter (PICC) line in the patient. A portable x-ray machine was brought in to the patient room and moved into position for imaging. The x-ray head position was right near the patient warmer heating element output port. After approximately 15 minutes, the clinical staff began to smell a burning smell and looked up to see that the top of the x-ray machine appeared to be melting and the clinical staff saw smoke rising from the surface of the x-ray head. The clinical staff moved the portable x-ray head away from the baby and warmer immediately. The patient was immediately transferred to a spare patient warmer. The patient warmer and the x-ray machine were removed from the patient room for evaluation by the radiation safety officer, the radiology manager and biomedical engineering. Upon closer examination, it was determined that the x-ray head had been positioned under the patient warmer head in such a way that the heat being emitted by the patient warmer was hot enough and focused in one particular spot to partially melt some thin plastic -stick-on decals- that had been affixed to the exterior surface of the x-ray machine to make it appear less -frightening- to children. The plastic decals partially melted due to the heat thus causing the burning smell. It was determined that the x-ray machine suffered only cosmetic damage to the plastic -decals- the x-ray machine was returned to normal service. To be safe, the patient warmer involved in the incident was removed from service and sent to biomedical engineering for further evaluation. Biomed confirmed that the patient warmer was functioning correctly. The temperature sensor placed on the patient was detecting the lack of heat from the warmer due to the proximity of the x-ray head blocking the hot air path and boosted its heat output to compensate. After biomed evaluation, the patient warmer was returned to normal service. There was no patient harm. There was no equipment damage. The nicu staff and radiology staff reported the incident to our internal safety event reporting system.